Event description:
The customer received this device in 2003. This catheter was inserted into the pt overnight in 2003. Customer states that the catheter worked fine 5 days later. The intracranial pressure monitor showed increased signs of intracranial pressure into the 50's. The customer noticed a dampened waveform so they put a fluid coupler on the line to try and correlate icp readings. The customer could not get a good reading of the fluid coupler. The pt was treated for elevated signs of icp and CT scan and revealed a fair amount of blood around the catheter tip. The customer decided to place another vendors icp catheter and once it was placed the readings were in the normal range. The ventrix catheter was pulled from the pt and the customer states they did not notice a blood clot around the tip of the catheter. The customer believes the blood clot may have caused the elevated readings, but was concerned about the accuracy of the catheter. The catheter will not be returned for eval since the customer discarded. No pt injury was reported.